Event description:
It was reported that the user experienced a slow balloon leak which then allowed the silver alloy foley catheter to slip out of a patient. The foley catheter was in place less than 24hours. Upon further examination, the nurse refilled the balloon and squeezed to discover that it was leaking internally into the foley lumen and not externally. Somehow there was a break of the internal integrity. No harm to the patient, except the inconvenience and risk associated with needing another catheter placed, loss of strict intake and output, and potential retention or associated trauma of a malpositioned catheter in the urethra. As per follow up via email on 13feb21, 10ml cc of saline was used to inflate the balloon.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user experienced a slow balloon leak which then allowed the silver alloy foley catheter to slip out of a patient. The foley was in place less than 24hrs. Upon further examination, the nurse refilled the balloon and squeezed to discover it was leaking internally into the foley lumen, not externally. Somehow there was a break of the internal integrity. No harm to the patient, except the inconvenience and risk associated with needing another catheter placed, loss of strict intake and output, and potential retention or associated trauma of a malpositioned catheter in the urethra. Again, there was no known harm to report.